Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the camera for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The camera for the navigation system was returned to the manufacturer. Testing found that the camera would not track at 75% of the trackable distance. It was noted that the event logs showed an intermittent history of the laser voltage being low. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system camera could not view instruments at the end limit of the field of view. It was noted that the instruments would not track at the 75% range of the near/far gauge. There was no patient present when this issue was identified. No additional information was provided.